Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: (B)(4), 64812110,mrhk femoral bushing,lim; cat#: 64812110; lot#: lhx046; (B)(4), 64812110,mrhk femoral bushing,lim; cat#: 64812110; lot#: lhx046. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "no trauma to patient." Two femoral bushings and an insert were revised. Update: "revised because of infection. Hospital and surgeon approached-no further information will be provided. Explants disposed by hospital."